Event description:
A nurse called to report that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 572 mg/dl. The customer was spilling medium to large ketones. The customer then got on the phone and stated that prior to the hospitalization, she began feeling sick with gastroparesis and was vomiting. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. The customer mentioned that it is possible that the infusion set may have been occluded. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.